Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not wearing glasses and programmed 8 units instead of .8. Customer realized the mistake after the bolus had been delivered. Customer's health care provider recommended eating immediately but did not indicate the amount. Customer ate two rolls with jam and drank two glasses of juice. Customer's blood glucose (bg) level did not go low but rather went up to 450 mg/dl during the night. Customer believes elevation of bg level was due to eating too much. Customer delivered a correction bolus and bg level was within target range in the morning.